Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instruction for use (IFU) was performed and it was confirmed that it gives both precautions and instruction for proper cleaning of the product. This may have prevented the discrepancies identified in the event description. Specifically the IFU states; in the reprocessing manual it warns against insufficient reprocessing of endoscopes with the following contents. 1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. It further warns in ¿5.3 pre-cleaning the endoscope and accessories¿ as follows. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely sequence and cause to the reported complaint. A) the tissue fell off when an endo therapy accessories was inserted into the biopsy channel, so it is highly possible that the tissue had adhered between biopsy port and the channel opening at the tip. B) it is most likely that the tissue was stuck in the channel because it was not eliminated by the brushing action of the cleaning brush during pre-cleaning but rather came loose during insertion of endo therapy accessories. C) it is a known that adhered material sticks if pre-cleaning is not performed immediately after the procedure as defined above. D) the k mount is made of metal and has a structure in which channels branch off in three directions. Therefore, it is considered that foreign material is more likely to adhere to k- mount than biopsy channel, which is made of teflon and does not have a complicated structure such as branching. Based on the above mentioned possibilities, the most likely scenario is that the tissue got stuck inside the k mount due to the delay of pre-cleaning after the procedure or improper channel brushing. Given that the user facility believes that a new staff member, who was in charge of reprocessing, made a mistake, it is possible that the reprocessing process by the staff deviated from the IFU, which may have led to the event occurring. The person in charge of the bedside and manual cleaning for these scopes was removed from this assignment.

Manufacturer narrative:
The device used to re-process the device referenced in this report was evaluated onsite by the field service engineer (fse) with the following results: upon initial inspection there was no debris of any kind found in the oer-pro tub or mesh filters. Ran a full test cycle on this unit and found no debris of any kind. Conducted channel pressure check and found the unit to be within specification. All functions of this oer-pro are working properly. An endoscopic support specialist (ess) visited the site and performed inservice training and observation of the facility re-processing procedures. The facility reported that they felt that there had been a newer technician who was missing steps in the procedure which led to the issues. At the time of in servicing and observation, the ess observed that all current techs are following the instructions for use (IFU) for re-processing. This report will be updated upon completion of the investigation or upon receipt of any additional relevant information.

Event description:
It is reported during a biopsy procedure using a evis exera iii gastrointestinal videoscope (documented in report this report), that had been re-processed using an olympus endoscope reprocessor (documented in report with patient identifier (B)(6)), upon passage of the biopsy forceps into the duodenal lumen, tissue was seen adherent to the side of the biopsy forceps. At this point the biopsy forceps was withdrawn into the biopsy channel and the scope was withdrawn. No biopsies were taken from the patient with these forceps, and no tissue (foreign matter) was in contact with the patient's mucosa at any time. The patient had no adverse effects as a result of this occurrence. A clean scope was used with a new single use biopsy forceps. The patient was notified and was tested for infection. The patient's current condition was reported as good.